Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. (B) (4).

Event description:
It was reported to boston scientific corporation on march 11, 2009, that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the resolution clip device had already been deployed when it advanced out of the catheter. The clip fell into the patient and was retrieved by the physician. The physician was not concerned about the clip passing naturally but removed it because at the time it was convenient to do so. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The patient's condition was reported as "patient is fine."